Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, two segments were returned, with the lead severed at 52 mm from the terminal pin. A bent stylet was stuck in the lead segments. The helix mechanism was found in the retracted position, with dried body fluid observed in the helix housing. Testing was completed to assess the electrical performance of the lead segments; measurements were within normal limits. X-rays were also performed and confirmed the conductor coils were intact outside of where the lead had been severed. Visual inspection showed the lead tip/helix appeared normal and was not damaged or deformed. Lead dislodgement cannot be confirmed via laboratory analysis. However, the helix difficulty at the revision procedure was likely caused by dried blood/body fluid in the helix mechanism.

Event description:
It was reported that the patient implanted with a pacemaker system was discharged after the implant procedure was completed. Later that day, the patient reported discomfort and returned to the hospital. The right atrial (ra) and right ventricular (rv) leads were found to be dislodged. Intervention was performed and when the physician attempted to reposition the leads, the helix on both the ra and rv leads could not be retracted. The leads were both removed and different models were implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted leads were expected to be returned for analysis.

Event description:
It was reported that the patient implanted with a pacemaker system was discharged after the implant procedure was completed. Later that day, the patient reported discomfort and returned to the hospital. The right atrial (ra) and right ventricular (rv) leads were found to be dislodged. Intervention was performed and when the physician attempted to reposition the leads, the helix on both the ra and rv leads could not be retracted. The leads were both removed and different models were implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted leads were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.